Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A non-contrast CT was done and the patient was diagnosed with a ruptured abdominal aortic aneurysm. The patient was then taken to the operating room. An angiogram in the or showed only a type ii endoleak. The physician decided to implant an aui device and perform a femoral-femoral bypass. A 24x14x102 device was implanted in the existing stent graft on the right ipsilateral side. It was noted that it was landed 1cm proximal to the previous stent graft. A 16x16x93 extension was also implanted along with a talent occluder in the contralateral limb on the left side. An angiogram then revealed a proximal type I endoleak, so the physician decided to use another manufacturer¿s stent. The physician placed the first stent low so they used a second one. Per the physician, the cause of the ruptured aneurysm was unknown and the cause of the proximal type I endoleak, after the aui device was implanted, was also unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: a 28x14x102 device was implanted in the existing stent graft on the right ipsilateral side. It was noted that it was landed 1cm proximal to the previous stent graft, which was ~ 8mm below the lowest left renal artery. The event was reportedly resolved and the procedure was completed. The next day, the patient's creatinine had increased from 2.3 pre-procedure to 3. The patient was not making any urine.